Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient ((B)(6)) was experiencing ineffective stimulation therapy. X-rays identified the lead migrated. In turn, surgical intervention was undertaken on (B)(6) 2017 to reposition the lead which resolved the issue.